Event description:
Major pump unit(s) involved: blood pump. Additional text: intra abdominal wires exposed. Specific component(s) involved: pump drive unit malfunction. Additional text: fracture of rubber housing for wires at the level of connection to pump. Other component: causative or contributing factor: patient noncompliance in device maintenance and protection. Other cause: intervention(s): other interventions, specify. Other intervention : silicone sealant applied around wires and reinforced with suture. Implant device type: lvad. Malfunction device type.

Event description:
Major pump unit(s) involved: blood pumpspecific component(s) involved: pump drive unit malfunction